Event description:
The customer reported that the insulin pump had cracked screen. Customer's blood glucose was 171 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Unit received with bleeding and cracked liquid crystal display glass. No cosmetic damage noted. (B)(4).